Event description:
(B)(4): it was reported that the patient had his stimulator replaced as the battery and the wires went ¿bad.¿

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).